Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the ac power light did not illuminate when the power button was pressed and the device subsequently failed to power on. There was no patient involvement.